Event description:
Related manufacturer report number 2017865-2023-10239 it was reported that varying defibrillation impedance was noted on the right ventricular (rv) lead. Provocative testing was performed and varying defibrillation impedance was noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.